Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and spinal pain. It was reported that the ins was, "upgraded last year," because, "it was getting funky and wasn't holding the programs anymore." Pt stated he noticed this first started, "maybe last winter," but stated he didn't remember.